Manufacturer narrative:
Reportedly there was no patient involvement. Event date is unknown. Device is an instrument and is not implanted/explanted. Telephone number: (B)(6). A device history record review was performed for the subject device lot number 2607990. Manufacturing location: (B)(4). Date of manufacture: 26.may.2010. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the set was returned from the hospital, it was detected that the drill bit was broken. The breakage occurred either during decontamination or during transportation, but not during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review and drawing review were completed as part of this investigation. This complaint is confirmed. The visual inspection of the returned drill bit has shown that approximately 10 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally it is clearly visible that the cutting edges are worn out and strongly damaged. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. This lot of (B)(4) pieces was manufactured in may 2010. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities documented. Relevant drawings were reviewed. Measurement of the outer diameter was as follows: gage: (B)(4), tolerance (B)(4), result: (B)(4) "pass. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.